Manufacturer narrative:
Evaluation of the returned pod xl coil (pod xl) confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed the pet lock was separated, the pusher assembly was fractured, and the pull wire was retracted. Pet lock separation and fractured pusher assembly can both result in pull wire retraction and subsequent detachment of the coil. Based on the reported complaint, the root cause of the damage and reported detachment could not be determined. Further evaluation revealed bends along the pusher assembly and offset coil winds. This damage was incidental to the complaint, and the root cause could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the celiac artery using a pod xl coil (pod xl), a non-penumbra catheter, a non-penumbra sheath (6fr) and a guidewire. During the procedure, the physician obtained access from the left groin and advanced the guidewire and catheter through the sheath. While attempting to advance the pod xl, the physician reported difficulty advancing the pod xl due to vessel tortuosity and the turn from the aorta into the target artery. Under fluoroscopy, the physician noticed that the pod xl had unintentionally detached, with a small part of the coil remaining within the catheter. While attempting to remove the catheter, some part of the coil was pulled into the aorta. The physician then used a snare device to remove the pod xl. After the pod xl was removed, the physician proceeded by downsizing to a ruby coil, and packing coils using a lantern delivery microcatheter. There was no report of an adverse effect to the patient.